Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states: "material sensitivity reactions"; number 15 states: "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ion levels and pseudotumor. Patient's operative report dated (B)(6) 2014 noted the presence of cloudy fluid, rupture of abductor musculature, whitish and woody-colored pseudotumor, and cadaveric-appearing proximal femoral bone. Femoral component and acetabular cup were noted as solidly ingrown. The modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-05064 and 05772 / 05773).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ion levels and pseudotumor. Patient's operative report dated (B)(6) 2014 noted the presence of cloudy fluid, rupture of abductor musculature, whitish and woody-colored pseudotumor, and cadaveric-appearing proximal femoral bone. Femoral component and acetabular cup were noted as solidly ingrown. The modular head was removed and replaced. Additional information reported that patient's left hip dislocated on (B)(6) 2014. Components remain implanted.